Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Code 3191 is used to indicate surgery.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks due to oversensing of lower amplitude signals. The initial inappropriate resulted in induction of ventricular fibrillation which required three additional shocks to convert the patient. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse events were reported.